Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he wore it swimming. Customer reported that there was condensation under the device's display. Blood glucose level at the time of the incident was over 600 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.